Event description:
Received info regarding a cartridge alarm 1 during bolus delivery. Reportedly, the cartridge has been in use for 4 days. The customer reported a blood glucose level of 265 mg/dl and indicated that a correction bolus would be administered.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.